Manufacturer narrative:
It was reported to abbott, a patient underwent an ipg revision due to ipg site pain. The patient also wanted a smaller device. The ipg was replaced without complications. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention occurred where the scs ipg was explanted and replaced with a smaller scs ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.